Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins was explanted on (B)(6) 2009.